Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were explanted because following the delivery of a shock from the ICD, a message indicating an inappropriately low impedance was displayed.